Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat the superficial femoral artery with mild calcification, heavy tortuosity and 80% stenosis. The 5x150 mm absolute pro self expanding stent system (sess) was advanced to the lesion and about 2 cm of the stent was released. At this time the thumbwheel stopped rolling and the stent could not be released. During removal from the anatomy in the common iliac artery there was resistance and the stent unintentionally deployed from the delivery system and was left in the blood vessel. The stent was then surgically removed and a new absolute pro sess was used to complete treatment of the target lesion. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. However, a review of the complaint history of the reported lot revealed similar complaints from this lot, indicating there is a potential quality issue. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. D9: corrected device available for evaluation from yes to no.